Event description:
Device 1 of 2. Reference MFR report number: 1627487-2014-01017. The pt received two leads with the same lot number. It was reported surgical intervention may be undertaken due to stimulation not working properly. The pt also has persistant pain at the implant site. Additionally, the patient requires an MRI for unrelated health issues.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.